Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the up, down and act buttons of insulin pump had to be pressed harder to work. Customer also reported that insulin pump had rejected new batteries 2 to 3 times, sometimes backlight did not turn on at all, random no delivery alarms, taken longer and louder when rewinding. Customer also stated that there was a crack down the middle of the screen, there was sometimes rainbowing on the screen, insulin pump was taking longer and more insulin to prime up to 15 units. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.